Event description:
The user reported that the device displayed a lead fault error condition, but that they could not repeat the problem. There was not harm to any pt. As a precaution, the device and the pt cable were completely tested. Both were functioning normally. It appears likely that the user did not fully seat the pt cable into the connector. The event is not occuring more frequently or with greater severity than is usual for device.